Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the hard drive bay had a power failure with no green lights on the hard drive and that the host pc was powering on but none of the other components were booting up. To resolve the reported issue, fse replaced the host pc with a nehalem host pc monoplane rev_iii without a hard drive. The system booted up normally after reusing the existing hard drive. The defective host pc was returned for analysis. The cause of the host pc could not be conclusively determined by the supplier's part analysis. However, after the replacement of host pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.